Event description:
It was reported that a user of the ilet bionic pancreas experienced a ¿rollercoaster¿ glucose event with a low of 42 mg/dl lasting about two and a half hours followed by a high up to 240 mg/dl for about three hours while using a dexcom g7 and a steel cannula infusion set in the abdomen; the user did not announce a late-night snack, then consumed juice and food to treat the low, and was also sick, which the user believed affected glucose levels. Symptoms included hypoglycemia with dizziness. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to an improper or incorrect procedure, and a contributing user interface component, consistent with a missed meal announcement leading to subsequent automated corrections and hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.